Event description:
The explanted product was returned for analysis. A section of the lead assembly was returned for analysis in two pieces with the lead connector portions still attached to the pulse generator. Visual analysis was performed and at the positive coil cut end verified that pitting or electro-etching conditions have occurred on one strand of the quadfilar coil. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant (generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load - cut leads). Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical wear and explant related observations, no anomalies were identified in the returned lead portions. Diagnostics taken prior to explant were reported to be within normal limits. Product analysis was completed on the explanted generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters.the device performed according to functional specifications. There was no abnormal performance or any other type of adverse condition found with the generator.

Event description:
Initially it was reported that a patient was being referred to surgery for a prophylactic battery change. It was reported that the patient was having discomfort from area of battery. Per the patient's mother they may be having seizures and she has not seen any obvious seizure since 2006. Reported as he occasionally stops and stares briefly. She has always thought that these were part of one of his mannerisms while he is thinking, but she thinks these now may be seizures. The patient has been complaining of pain at the generator site. There "is a lump over the top of that is protruding and causes him some discomfort." The lump is at approximately 11 o'clock on the device and it is somewhat tender. The patient went to surgery and the surgeon believed that their may be an infection in the generator pocket. A biospy was taken of the mass. The surgeon left the old generator implanted, and closed up patient. The surgeon was going to wait for the results of biopsy to see with how to proceed. The patient had a confirmed infection and at a later date went back to surgery and had their lead and generator explanted. A portion of the lead electrodes remain implanted in the patient. It is unknown if the patient experienced any trauma preceding event. Good faith attempts have been made for further details and thus far no further information has been attained.

Manufacturer narrative:
Device manufacturing records reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.